Event description:
Reporting status: serious injury/medical; intervention/death. Reporting rationale: perforation requiring medical intervention / death. Device issue: no device malfunction has been reported. It was reported the patient presented with chest pressure and was found to have positive cardiac enzymes with unchanged EKG. He was found to have a left vessel ejection fraction of 35% and was transferred to (B) (6) for high-risk intervention. A pacemaker and an impella pump were placed prior to the intervention. After the impella pump placement, the patient started having chest pain and showing signs of hemodynamic instability. A 4.0 x 23 mm xience stent was placed in the om; however, a perforation was observed after the placement and the patient went into cardiogenic shock. The patient became hypotensive and transiently unresponsive. A code was called for emergent intubation. Acls protocol meds were administered and there was recovery of blood pressure. The patient did not require chest compressions. Two graftmaster devices were deployed over the perforated area with good results. The final angiogram revealed timi 3 flow with no evidence of dissection, perforation, thrombosis or distal embolization. After the pci was completed, an iabp was placed. The patient died 5 days later in the hospital on (B) (6) 2010 due to multi-organ system failure. No additional information provided.

Manufacturer narrative:
(B) (4). The graftmaster (12744-19 / 524226) mentioned is being reported under MDR #2024168-2010-00351. The graftmaster (12745-16 / (B) (4)) mentioned is being reported under MFR # 2024168-2010-00353. Evaluation summary: product performance engineering reviewed the incident information and determined that in this case, there was no reported product deficiency. The reported patient effects of perforation, hypotension, bradycardia, cardiogenic shock and death are known adverse events listed in the xience v instructions for use (IFU). Additionally, these are listed along with cardiac arrest in the no fault risk assessment (ram) as known complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.